Event description:
The patient noted that the back of the pump is very hot. The pump was not hot enough to burn the patient and the patient denied injury. The pump was reportedly used in water a few weeks prior to the issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a cracked battery compartment was observed with corrosion present in the battery compartment. The battery cap was found to be corroded and cracked and would not secure properly to the pump. A test battery cap was inserted and the pump booted appropriately. The pump electrical currently draws were tested and all current draws were found to be within specifications. The black box history showed rebooting after low and replace battery alarms on the date of the reported event; there was no evidence of excessive current draw. The pump was opened and no intermitting connections or moisture damage was observed inside the pump.